Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on windows update. A field service engineer (fse) reimaged the station to resolve the issue and tested the repair by logging into the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck in restart screen which was in 7% for more than 2 hours and was offline in remote support service (rss). The customer tried to reboot, but the problem was not resolved. However, there were no delays, adverse events or injuries reported based on this event.